Event description:
A customer contacted beckman coulter inc., (bci) and stated that they noticed some splatter around the sample probe wash station on synchron cx4 ce analyzer. Patient results were not affected. No injury was reported on this issue.

Manufacturer narrative:
A customer technical support (cts) assisted customer to remove and clean the wash cup. Cts also had the customer to flush the sample probe and check the fluid stream. Per customer, there was some debris on the outside of the probe that came off when customer wiped the outside. They also stated there was a lot of black powdery material on the wash cup. A field service engineer (fse) was dispatched: the fse cleaned some hardware components and replaced parts. The fse performed qc and re-calibrated chemistries. Root cause of the event is unknown.